Manufacturer narrative:
Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply (B)(4). Sm10796 (oil inside motor) defect, replaced with sm 42374. Foot pedal socket (broken) defect, replaced. Without charging unit. Contra angle 11668 (2008) and foot control 111008 without error. General check without error.

Event description:
In this event it was reported speed incorrect/too fast/too slow for an vdw. Silver; no injury resulted.